Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: patient identifier: unknown. Date of birth: unknown. Ethnicity-race: unknown. The reported device was received for evaluation. The reported condition of a fistula at tooth location #4 could not be confirmed. Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. All complaint data used for the summary investigation was found to be conforming. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that a fistula was noticed at tooth location #4 one month after implant placement. The implant was removed.